Event description:
Customer reported via phone call to have high blood glucose of 424 mg/dl and 528 mg/dl, which were treated with manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that cannula was bent. Customer also reported a leak. Customer was not able to continue troubleshooting. Customer would call back to continue troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.